Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented at the hospital with fever. The patient was diagnosed with mrsa bacteremia that had infected the pacemaker as well as leads. Vegetation was observed on the devices. The clinic is not certain but believes the infection originated from an abscess on the patient's face due to acne. The device and leads were explanted and replaced. The patient is stable.